Event description:
Same case as MDR ID#: 2134265-2012-03690. It was reported that during a stenting treatment procedure, stent dislodgement and a vessel dissection occurred. The target lesion was located in a severely calcified mid right coronary artery (rca) with a reference vessel diameter of 3.5 mm in the proximal and 4.0 mm in the ostium. The target lesion was treated with pre-dilation. Then, while advancing a 2.75x12 mm omega stent delivery system (sds), the stent dislodged from the sds in the proximal rca. The dislodged stent was pressed in placed in the rca. Next, the physician attempted to advance a 3.0x20 mm omega sds, however this stent also dislodged in the rca. It was reported that the main issue was a dissection, but the cause of the dissection is unknown. The physician elected to treat the patient with coronary artery bypass surgery. The patient was reported to be "under control", post procedure in the ICU/ER station. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).